Manufacturer narrative:
Concomitant medical products: dtma1qq, crtd; 6935m62, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for atrial fibrillation (af) with a rapid ventricular response. It was further noted that the right atrial (ra) lead exhibited possible intermittent undersensing. The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.